Manufacturer narrative:
Conclusion: the investigation found that no padding was used to separate the coil cable from the pt and this cable became hot. This means that there was insufficient distance between the coil cable and the pt. In the log files several scans with high sar values were observed that may have been contributed to the burn. Therefore, the heating was most likely caused by unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role: the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. Therefore, the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instruction for use already contains extensive warnings related to coil and cable positioning.

Event description:
Pt had a mr exam. He was scanned with the sense head neck coil in combination with the quadrature body coil for a c-spine scan and whole spine scan. He was positioned with the head first into the scanner. Immediately after the examination a large second degree burn with blister (1cm x 5cm) appeared on the right arm just under the shoulder.